Event description:
Caller reports back to back testing on the same meter while using the inform system with results of hi (>600mg/dl) and 35mg/dl. Caller reports routine qc testing appears to have been performed and all results were pass. No pt info was provided. A request was made for return of the suspect device and replacement was sent.